Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was added: 4109. H6: results code was added: 213. H6: conclusions code was added: 4310. H10: narrative/data was updated. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. DHR review and complaint history review could not be performed for the reported device, as the lot number and item number associated with the reported product is not available. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : no lot number provided.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. If implanted, give date is provided as (B)(6) 1995. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reports that the tsv 3.7x13 mm implant was removed due to peri implantitis. Loss of integration was also reported.